Manufacturer narrative:
The user confirmed that there were no preceding alerts or performance concerns prior to the event. Review of the data management system showed stable system performance before the reported incident. The user was also instructed to use back-up blood glucose monitoring while not receiving sensor glucose readings. A replacement sensor kit was arranged as part of the resolution, and reinsertion at an alternate site with appropriate follow-up was recommended.

Event description:
On april 8, 2026, senseonics was made aware of an incident in which the user reported that the implanted sensor was no longer in the arm and was found on the floor during a shower. The user indicated that the insertion site had previously appeared fully healed with no pain, redness, swelling, or signs of infection. At the time the sensor was discovered, the user reported no discomfort, no open wound, and only a small indentation at the insertion site. The user's healthcare provider was made aware, and the user was advised to follow up for further evaluation.